Event description:
It was initially reported that the patient felt that her generator had been flipping over. The patient had surgery to re-secure the generator in place. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the patient did not report any trauma to the region when she felt her generator flip. A non-absorbable suture was used but it had ripped out of the fascia. It was re-anchored to prevent it from flipping again.